Event description:
It was reported that a patient's device was showing high impedance. The patient was ordered an x-ray, which was reported to have shown no abnormalities. No surgery has occurred to date. No additional relevant information was received to date.

Event description:
A full revision surgery occurred and the explanted devices were returned for analysis. Product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Analysis was approved on the generator. Visual examination of the generator showed markings typically observed from surgical procedures. The septa were not cored, and no other surface abnormalities were observed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The battery was at an ifi=no condition. There were no performance or any other type of adverse condition found with the pulse generator. Analysis on the lead was also approved. Visual analysis found that the marked and unmarked connectors were returned inserted in reverse order into the cavity of the generator. A portion of the lead appeared to be broken. Scanning electron microscopy was performed at the break area and identified extensive pitting, which prevented identification of the coil fracture type. Further sem testing found evidence of a stress induced fracture with mechanical damage and fine pitting. Pitting was also observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions was consistent with typical post-explant procedure conditions. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provided evidence that at one point in time, there was good mechanical and electrical connection present. Note that a large portion of the lead assembly including the electrode section was not returned for analysis so a full evaluation of the lead body could not be made. No further relevant information has been received to date.